Manufacturer narrative:
No samples were returned for evaluation and no lot information was provided. Without samples or lot identification co is unable to investigate this report. Should samples or lot information be provided, co will reopen this complaint.

Event description:
Customer reports, numerous incidence of leakage around the plunger tip when drawing or delivering nuclear medicine. Exposure to radioactive materials is reported. Exposures were handled per hospital policy.